Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (12 mg/ml at 5 mg/day), bupivacaine (24 mg/ml at 9.99 mg/day), and dilaudid (14 mg/ml at 5.83 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. During the routine pump replacement procedure for normal battery longevity, they were unable to fully aspirate the existing catheter. The physician was only able to aspirate 0.3 ml via the cap (catheter access port). The patient had been reaching efficacy prior to the pump replacement and had no symptoms. The cause of the issue was unknown as during the procedure the reporter could not see everything that was being done during the procedure. The reporter was unsure if there was any fluid dripping out of the catheter when it was disconnected from the old pump. The new pump was already connected to the existing catheter and the physician, who was noted to be very well versed with pumps, planned to fully prime the entire system and stated that it would not be a problem to do so. On 16-dec-2015 additional information was received from the company representative and it was reported that the patient was doing much better and the issue had been resolved. The cause of the inability to fully aspirate the catheter and the actions/interventions to resolve the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the inability to aspirate was unknown. It was thought the catheter must have functioned properly. There were no changes to dosing and the patient was doing well.